Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh2095 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On 08/22/2016- per sales representative, facility reported that a patient had a bard PICC placed at a different facility. It was stated that the PICC leaked in the bicep during diagnostic studies for stress test. The PICC was removed in invasive radiology.